Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Additional information indicated that the patient was also exhibited endocarditis. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This crt-d was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.